Event description:
Tissue expander was implanted and filled with 300ml nacl. The next day the implant had leaked all fluid and was deflated. Surgeon utilizing aseptic technique reinflated with 100ml nacl. This also leaked out. Fourteen days later pt presented with signs and symptoms of infection. Pt was admitted to hospital and expander was removed and pt was given IV antibiotics.